Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01642. This report is being submitted as additional information. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 6 days. Manufacture investigation conclusion: evaluation of the patient¿s submitted log file confirmed 3 low speed operation events as well as pump power elevations; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The submitted log file contained approximately 7 days of data. The log file captured 3 events where the pump operated below the low speed limit of 8400 rpm. These events were associated with pi events as well as elevated pump power between the low speed operation events ranging from 8.1-17.4 w. The log file appeared to show the system operating as intended for the duration of the log file. The heartmate ii instruction for use and patient handbook outline alarm conditions including low-speed hazards and explain that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Speed reductions are addressed in risk management. The heartmate ii instruction for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient has chronically elevated lactate dehydrogenase. The patient is using the epc system controller and the lvad system produced 3 reported low speed operation alarms over the last week or so. Elevated lvad parameters were also observed. Additional information was requested but was not provided.